Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 143 mg/dl and a sensor glucose level of 66 mg/dl. Customer had blood glucose ranging from 68 mg/dl to 231 g/dl. The low blood glucose was treated with food. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was explained to customer the proper insertion techniques and site location. Customer decline troubleshooting for low reading. The sensor will not be returned for analysis.